Event description:
Boston scientific crm received information from an out-of-service (oos) form that this implantable transvenous left ventricular (lv) lead was explanted due to infection.

Manufacturer narrative:
The patient will be scheduled for an implant procedure on the opposite side in the near future.